Event description:
Patient's operative records were received. Records indicate upon broaching for a metaphyseal sleeve, a lateral condyle fracture was encountered. The fracture was fixed using 4-0 screws.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The surgical instrument associated with this report was not returned for evaluation. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Patient medical records were provided. Review of the supplied medical records did not add value to identification of the root cause. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.